Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced loss of consciousness. It was also reported that the right ventricular (rv) lead exhibited high and undefined impedance, triggering a warning. It was also reported that the rv lead exhibited a polarity switch and loss of capture. External pacing pulses were delivered to the patient by external pacing pads. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.